Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; 6268667. 300-21-00 - 0mm fixed angled kit; 5403660. 310-01-47 - equinoxe, humeral head short, 47mm (beta); 5995368. 315-35-00 - glnd kwire; 6406236. 531-20-00 - shldr gps rvrs drill kit; 6322912. 531-78-20 - shouldr gps hex pins kit; 6462964. A10012 - gps implant kit v2; 01021420062. 201-78-89 - 3 drill bit, mod. Hex 2 pack; 3648959. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a right shoulder replacement. Subsequently, they experienced a dislocation. The patient was also found to have a fractured caged glenoid component. A revision procedure was performed, and the patient was converted to a reverse total shoulder replacement. The patient was last known to be in stable condition following the event. No further information is available.